Event description:
A shower chair broke at the "t" below the seat causing the chair to collapse resulting in a pt injury.

Manufacturer narrative:
A shower chair broke at the "t" below the seat causing the chair to collapse resulting in a pt injury. The chair was built on or before october 2002. The age of the chair is unk, and was not returned for observation. No further action required.